Event description:
Customer reported to beckman coulter, inc. That they noticed the racks of the unicel dxc800 synchron system (dxc 800) were getting off loaded and were wet while running samples. Customer reported the dxc 800 was squirting about 4- 5 milliliters of clear liquid on each cap. Customer reported the leak was contained on the caps and the racks. Customer reported the total volume of the leak was less than 30 milliliters. Customer reported the leak was coming from the shower block. Customer reported erroneous patient results were not generated or reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the cap piercer was leaking wash solution. The fse found the vacuum line to the cap piercer was crimped. The fse straightened the line and verified the cap piercer performance to ensure no further leaks.

Manufacturer narrative:
(B)(4).